Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service repair technician team indicated that a foreign object was present in the auxiliary water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the presence of a foreign object in the auxiliary water channel could not be established. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.